Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The criteria for the right ventricular lead integrity alert were met and the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It also indicated oversensing associated with the right ventricular lead. There were 2 patient alerts for lead failure predictor on (B)(6) 2013 and (B)(6) 2013. There were 3 patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2013 and (B)(6) 2013. Daily pace lead trend data shows an increase for ventricular pace bipolar impedance equal to 342 to 4047 ohms peak between (B)(6) 2013 and (B)(6) 2013. There were 5 lead failure predictor high rate-non-sustained less than or equal to 217 ms average ventricular-cycle between (B)(6) 2013 and (B)(6) 2013. Ventricular short interval count v-sic equals 582 counts, in 2.44 days, between (B)(6) 2013 and (B)(6) 2013. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered as a result of noise on the right ventricular (rv) lead, possibly due to fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.